Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, investigation conclusions) and h10 to reflect engineering evaluation. The 26mm sapien xt valve was not returned to edwards as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event for valve calcification was unable to be confirmed as no imagery and/or medical record provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve - calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. As reported, 'approximately five years post implant, the 26mm sapien xt valve in aortic position failed with calcific leaflet degeneration and thickened leaflets, purely stenotic'. In this case, patient had severe calcification resulting in valve degeneration. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. However, it was likely due to patient condition. Other potential contributing factors are unknown as limited clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by our edwards affiliate in canada, approximately 5 years post implant of a 26mm sapien xt valve in the aortic position, the patient presented with nyha class IV symptoms due to the failing valve. The failure mode was reported to be calcified leaflet degeneration with thickened leaflets. 'Purely stenotic'. Per medical opinion, the inner diameter of the implanted valve was under-expanded, measuring 24mm through the valve frame. It was suspected that at the time of implant the delivery system balloon was inflated with less than nominal volume. A 23mm sapien 3 ultra valve was implanted in the existing valve during a valve in valve procedure. The patient was transferred to the ccu with resolution of symptoms. At the time of the report, the patient was in stable condition and discharged to home. Both valves remain implanted in the patient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.